Manufacturer narrative:
(B)(4).

Event description:
It was reported the poly liner is cracked in half and a revision surgery is required.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.